Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler and on the external of the cassette during step 9 of treatment. The patient reported receiving an m31 air detected in cassette alarm prior when the leak was observed. It is unknown at which point in therapy the leak may have begun. Upon inspection the film on the back of the cycler set cassette was not loose. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler and on the external of the cassette during step 9 of treatment. The patient reported receiving an m31 air detected in cassette alarm prior when the leak was observed. It is unknown at which point in therapy the leak may have begun. Upon inspection the film on the back of the cycler set cassette was not loose. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow-up received via fax, the clinic stated the fluid leak was noted at step 9 of cycler treatment and the leak was observed from the cassette door. The clinic confirmed there was an m31 air detected in cassette alarm that prompted during treatment. The clinic confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The source of the leak was unknown. There was no damage observed on the cycler set and no leak observed from the pd solution bag. The clinic stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The clinic confirmed three cycler sets (cassettes) were returned for investigation. The clinic stated the patient has received the replacement cycler which is working well so far and and without reoccurrence of the reported event.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Plant investigation: although a sample return kit was sent, the device was reported to be not available, and no sample was returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler and on the external of the cassette during step 9 of treatment. The patient reported receiving an m31 air detected in cassette alarm prior when the leak was observed. It is unknown at which point in therapy the leak may have begun. Upon inspection the film on the back of the cycler set cassette was not loose. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested however to date has not been provided.